Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter issue occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause could not be determined. The reported event of a transmitter issue is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.